Manufacturer narrative:
Additional information: b5, b6, b7 and h11. B5: upon follow up, it was reported the patient was discharged from the hospital after 5 days. On an unknown date, amikacin injection was discontinued. On an unknown date, meropenem injection (500 mg/once daily/intraperitoneal) was reintroduced to the patient which is still ongoing. At the time of this event, the patient recovered from peritonitis and cloudy pd effluent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent. On the date of the diagnosis of peritonitis, it was reported the patient was hospitalized for three days due to another indication and then discharged. Five days after diagnosis, the patient was hospitalized again due to cloudy effluent and other indications. On the date of diagnosis, the patient was treated with vancomycin injection (1gm/ stat/ intraperitoneal) and meropenem injection (500mg/ once daily/ intraperitoneal) which discontinued on the same day. Five days after date of diagnosis, the patient was treated with amikacin injection (125mg/ once daily/ intraperitoneal) and vancomycin injection (1gm/ thrice in a week/ intraperitoneal) for peritonitis and ongoing. At the time of this report, the patient is recovering from the events. On the date of diagnosis of peritonitis, pd therapy was "put on hold" for five days and switched to hemodialysis then discontinued. Five days after date of diagnosis, pd therapy was restarted again. Retraining for break in aseptic technique was done. No additional information is available.